Event description:
Customer's daughter called to report a hospitalization due to high blood glucose. The current blood glucose reading is 850 mg/dl. The blood glucose reading at the time of the event was 900 mg/dl. Caller stated that customer couldn't talk and had respiratory failure. Caller stated that customer was not receiving insulin. Customer was treated with IV insulin and fluids. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.